Manufacturer narrative:
It was reported that the interconnect cable from power supply to board melted. Additionally, the rotor has met the 50000 cycle life and needed to be inspected. No injuries or visible flames, smoke/burning were reported or fire department called.

Event description:
Customer reported the interconnect cable from the power supply was melted.